Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed no delivery and previous troubleshooting determined the source of occlusion was infusion set. Customer stated that they have experienced high blood glucose of around 300mg/dl and 400mg/dl. Customer was assisted with troubleshooting for no delivery. Customer's blood glucose level was 395mg/dl at the time of incident. No delivery alarms, occluded or site/set issues troubleshooting from previous complaints was verified. Customer was advised to revert to back-up plan per health care professional's instructions. The product will not be returned for analysis.